Event description:
It was reported that the insulin pump had a motor that sounded louder than normal. The blood glucose reading was 134 mg/dl. The customer's father stated that he did not want to take any chances and requested replacement of the device. He placed his daughter on her back-up insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the device was received with loud motor noise during the rewind process due to a faulty motor. The insulin pump was also observed to have a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window.